Event description:
Vf alert via home monitoring and inappropriate shock deliveries occurred. There was noise contamination in iegm when it was checked at the hospital. Due to the shock delivery, therapy function was turned off. The physician commented that observed problem was likely due to lead damage around suture sleeve area. The physician suggested an additional operation to exchange the rv-lead, but the patient rejected it. Since the patient has never had vf, the physician decided to exchange the system when the ICD finishes the battery, although the current battery status is 62 percent. No device is available for analysis.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. Upon receipt the lead was found cut 48 cm proximal to the lead tip. Only the distal lead fragment with an extraction aid was received for analysis. The proximal part including the connectors was missing. The analysis showed multiple abrasion marks along the lead fragment. In particular 29.5 cm proximal to the lead tip the insulation was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing and inappropriate shocks. Based on the characteristics, the location of the damage and the provided fluoroscopic images, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.